Manufacturer narrative:
G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3:product analysis: evaluation could not able to reproduce the reported malfunction of the wire damage. It was noted also that the distal bearing is broken, this makes it impossible to insert a bur, leg is worn, color band and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wire was damaged post operatively. It was reported there was no patient involvement. Additional information received on evaluation that the bearing detached made it reportable.